Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event; therefore the complaint could not be confirmed, and the event causes could not be determined. Based on the reported information, there is no evidence suggesting that the onyx was defective or defect of the onyx during use, but rather procedure related and post procedure events and their causes were unknown. (B)(4).

Event description:
Citation: elizabeth b. Mahanna, et al. Neurocrit care (2014) 21:s1-s285. A (B)(6) woman with variant neurogenic stunned myocardium. The following report was received through review of literature: a patient underwent onyx embolization which was complicated by partial occlusion of right middle cerebral artery (mca), re-bleeding and eventual decompressive craniotomy for intractable intracranial pressure (icps). She developed sudden pulmonary edema and shock. Electrocardiography (ECG) showed sinus tachycardia with no st-t abnormalities. An echocardiogram revealed lv dysfunction with severe circumferential basal hypokinesis and hyperkinetic apical segments. The ejection fraction was 25-30%. The patient was diagnosed with variant neurogenic stunned myocardium (nsm). The patient's heart failure occurred after embolization when she developed re-bleeding and elevated (icp). She represents 1 of 4 cases, which exhibited no changes on (ECG); her diagnosis was made after developing pulmonary edema. (Nsm) was unexpected given her young age. This patient was the only reported case of arteriovenous malformation (avm) associated (nsm) and the only woman in her 20s where subarachnoid hemorrhage (sah) induced (nsm) was present.